Manufacturer narrative:
The pt refused to return the pump for investigation since the pump is out of warranty.

Event description:
The pt claimed that the pump is intermittently responding to the audio bolus button and denies that there is any damage to the button. The pt indicated that he frequently wears the pump into the lake.